Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation, below field are added from e1- initial reporter: (B)(6). Customer stated that one of the balloon pump all the sudden started to make a high pitch noise. This noise stopped once they switch on the pump. After troubleshooting, realized the battery socket 2. Once the battery is in and the machine is on it makes this noise (this noise is not an alarm). Provisionally, removed that battery and the noise has stopped. Customer cancelled the visit so this will not be going ahead. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code). Updated field : b4 , g3 , g6 , h2 , h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) started to make a high pitch noise. Upon switching the pump on, the noise stopped and post troubleshooting it was identified that while the battery is inserted in the battery socket 2, the unit made noise. When battery was removed, the noise stopped. There was no patient involvement.